Manufacturer narrative:
Concomitant medical product: information references the main component of the system. Other relevant device(s) are: product ID: etlw1616c124ee, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 52mm infrarenal atherosclerotic abdominal aortic aneurysm. It was reported that during the index procedure a type iii endoleak was observed, that was likely due to a breach in the stent graft on the left. An additional stent graft etlw1616c82ee was implanted as treatment. The event was reported to be related to the device. No additional clinical sequelae were reported and the patient is fine.